Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician called and reported that there were intermittent twos (t-wave oversensing) post vs (ventricular sensed) on the right ventricular (rv) lead and would like to know how to resolve the twos. Programming changes that could resolve the twos were discussed with the physician. The rv lead remains in use. No patient complications have been reported as a result of this event.